Event description:
It was reported that the patient's wife called in panic screaming for help and there was an alarm noise going off in the background and the patient had passed out. The patient's wife was able to reconnect the driveline back to the system controller and connect to the mobile power unit (mpu). The patient was trying to switch the system controller to fix the alarms that occurred when on the battery(s), and felt the exchange would fix the alarms. While attempting this, the patient was sitting on the bed, passed out, and fell over. The patient's wife reported that over the weekend the patient had been having trouble with battery alarms and trying to switch the battery clip(s) and battery(s), so the patient tried to switch the system controller on their own. After everything was connected, the patient regained consciousness. The patient was taken to the emergency room (ER) by ambulance so the site could re-evaluate the device in person. The patient did not recall what the visual alarm read, but was noted as a steady red tone.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the reported driveline disconnect and subsequent pump stop could not be confirmed as no log files were available for evaluation. According to the account, the patient physically disconnected their driveline while attempting to resolve alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), with no further events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting and disconnecting the driveline to and from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also states that a caregiver must be present during a system controller exchange, and all labeling instructions should be followed, including calling the hospital contact. Section 6 of the IFU, ¿patient care and management¿, explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.